Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while trying to put the liner in during surgery, the surgeon noted a lot of resistance and the liner would not go in. The liner seemed very loose and the locking ring was broken.

Manufacturer narrative:
The cup and liner were returned for evaluation. Damage was noted near the threaded feature of the cup. It is unknown if this was implantation or extraction damage. The locking ring was returned bent/deformed. The liner exhibits material damage on the external surface suggestive of damage during the insertion/extraction of the liner. The witness marks suggest that the lock ring was stuck/seized in the shell groove. Device history record review indicated no anomalies, or ncrs in the manufacturing process for the liner and shell. The reported device is used for treatment.complaint history review identified no previous complaints for the part-lot combination for the returned devices. Impaction of the liner into the trilogy acetabular system shell can result in, as described complaint inability to insert liner/stuck/damaged locking ring. The information suggests this potential sequence of events is a contributing factor for the reported complaint. Step by step liner assembly instruction is provided in the trilogy acetabular system surgical technique and there is instructions for checking the position and condition of the locking ring prior to assembly to ensure the proper function of the shell. With the information provided a specific cause could not be determined with certainty. No corrective actions, preventive actions, or field actions resulted after investigation of this event.